Event description:
It was reported that the system 9600+ displayed no image on the left monitor. The system was reinitialized and the procedure was completed with no further incident. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. It was discovered that a ribbon connector to the fast scan circuit board was loose. The connector was made secure. The system was tested and found to be working as intended and placed back into service.